Manufacturer narrative:
Product analysis : analysis confirmed the customer's comments as the programmer's stylus calibration was disturbed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. The programmer returned into service. There was no patient involvement.